Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the moderately calcified and moderately tortuous lesion causing the reported failure to advance. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending (lad) with moderate calcification and moderate tortuosity. The 3.50x26mm graftmaster stent failed to cross the lesion; therefore, another 2.8x19mm graftmaster stent was attempted to be used but also failed to cross the lesion. A 2.8x16mm graftmaster was used in replacement to treat the perforation and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay. No additional information was provided.